Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). Action taken with the dianeal ambuflex was not reported. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient experience peritonitis. The cause of the peritonitis, treatment information and the outcome for the event were not reported. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g30066, h11d25048, h11f09054, h11f28047, h11i07086, h11j05089, h11j17035, h11f01101, h11g12049 and h11j07085 and no exceptions were observed that were related to the reported condition. A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions were implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code for the transfer sets involved is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.